Event description:
It was reported that the patient's atrial lead exhibited noise over-sensing resulting in episodes of inappropriate mode switch. No programming changes were made. There were no patient consequences.

Event description:
It was reported that the patient's atrial lead exhibited noise over-sensing resulting in episodes of inappropriate mode switch. Programming changes were made. There were no patient consequences.